Manufacturer narrative:
The date of product return had not been provided in previous medwatches.

Manufacturer narrative:
User facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient¿s hip was revised on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
The returned head and cup were found to have been manufactured within specifications. Visual examination of head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces, possible metallic transfer marks and deformation of the porous coating. However, it could not be determined whether this backside damage occurred during or prior to revision surgery. Relevant articulating and stack dimensions and features were checked. The spherical radius was slightly larger than the as manufactured requirements due to the location surface having heavy bone in-growth attached. Also the sphericity was high due to significant scratching. All other measurements were within the as manufactured requirements. The length of service is 4 years, and the removal is typical if there is a metal ion concern in this area. There is no indication, with the information available, that there is any non-conformance in the products as manufactured.